Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the distal end of the sheath was kinked. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.